Manufacturer narrative:
Alleged bard/davol hydrosurg plus cleaning cap came off during use. The sample has not been returned for evaluation. Based on the information available and without having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This MDR represents the bard/davol hydrosurg plus - cleaning cap (device #1). An additional MDR was submitted to represent the bard/davol hydrosurg plus - probe tip (device #2). Should additional information be provided and/or the sample is returned, a supplemental MDR will be submitted.

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, the bard/davol hydrosurg plus w/ smokevac trumpet valve & tip, cleaning cap came off during the case (device #1), and the irrigation straw sometimes pops off during use as well (device #2). It was reported that the nurses always used to tighten cap but it still came off. There was no reported patient injury.